Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight is not available for reporting. Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal tibia fracture surgery on (B)(6) 2016, the 2.7mm variable locking screw would not lock into the variable angle locking compression plate. The screw kept spinning without engaging into the plate. The screw was removed and substituted with a 2.7mm metaphyseal screw. There were no reported issues with plate and no allegation of complaint against it; however, it cannot be dissociated from the complained event. The plate was used and implanted. All other variable angle locking screws engaged properly. The surgery was successfully completed with a one minute surgical delay. There was no patient harm reported. This report is 2 of 2 for (B)(4).